Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for gastrointestinal bleeding (gi) which is currently under control. The pt had been removed from anticoagulation. Lactate dehydrogenase (ldh) was 1000. The log files were sent out for review due to decrease in pulsatility index (pi) and power evaluations noted on the history screen. The pt along with the pump performance will continue to be monitored. The MFR's technical svs reviewed the log file which contained 2 speed drops below the set low speed limit of 8800 rpm's. It was also noted that the pump power was trending upward with pi trending downward slightly.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.